Event description:
It was reported that a capital equipment issue occurred. A ce ilab, used for ultrasound examination of a target lesion, was undergoing routine inspection. During this activity, it was found that one of the console wheels had come off. No procedure or patient was involved. The issue was resolved on-site.